Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure the physician found the guidewire body was bent. No patient harm. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have one kink in the middle and one bend towards the distal end of the body adjacent to the j-bend. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink and bend in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 336mm from the proximal tip. The bend in the guide wire measured 12mm from the distal tip. The overall length of the guide wire measured 602mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790 mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass with minimal difficulty. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions state, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation , bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 336mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review performed based on a potential lot identified from sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure the physician found the guidewire body was bent. No patient harm. The device was replaced. The patient's condition is reported as fine.